Manufacturer narrative:
(B)(4). The device was manufactured may 09, 2014 ¿ may 10, 2014. The device was not received for evaluation; therefore, a device analysis could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The leak site was described as ¿by the filling point / filler neck¿as if there is a return run of the fluid¿, indicating backflow from the fill port occurred. This occurred during filling with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow up report will be submitted.